Manufacturer narrative:
(B)(4). This is report 1 of 1 involved in this peritonitis incident. This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Should additional information become available, a follow-up report will be submitted. A batch review was conducted for the potentially associated lot number h12i20096. No exceptions were observed that were related to the reported condition.

Manufacturer narrative:
(B)(4). Additional information:the problem was not confirmed, as no sample was returned. Therefore, the cause of the peritonitis could not be determined, as no device malfunction or use error was identified during the report.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report, by a consumer in the USA, of peritonitis in a patient coincident with dianeal therapy for peritoneal dialysis (pd). Any action taken with the dianeal therapy was not reported. During a call with baxter customer services, the following was reported. On an unreported date, the patient experienced peritonitis. It was not reported whether the patient was hospitalized for the event. Treatment and cause of the peritonitis was not reported. The outcome of this peritonitis event was not reported at this time.